Manufacturer narrative:
12/16/2015 02:38 pm (gmt-5:00) added by (B)(4)): the unit was repaired by a maquet field service technician. The technician found a defective compressor and replaced the same. Functionality tests and preventive maintenance were performed successfully. The defective part was requested from the manufacturer for further investigation and root cause analysis. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4) 2015 12:02 pm (gmt-5:00) added by (B)(4): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported, that the unit makes no ice. The tank temperature was 39 degrees. No patient was involved the issue occurred during start up of the device. (B)(4).

Manufacturer narrative:
The unit was repaired by a maquet field service technician. The technician found a defective compressor and replaced the same. Functionality tests and preventive maintenance were performed successfully. The unit was returned to service. The defective part was requested from the manufacturer for further investigation and root cause analysis but the compressor is no longer available for an investigation.

Event description:
(B)(4).